Event description:
Facility reported to (B)(4) service and repair: during pre-testing, two battery reamer/drills started smoking. Devices were not used during surgical procedure, no patient involvement. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months has been reviewed. The item was previously returned for service on (B)(4) 2013 due to only works in reverse. A service request for this item was called in on (B)(4) 2013 for started smoking. The previous service condition of only works in reverse is not relevant to the current complained issue of started smoking. The manufacture date of this item is 11-oct-2010. The source of the manufacture date is the release to warehouse date. (B)(4). Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. The reporters complaint that the device smokes was confirmed. The device was tested and the complaint was duplicated. It was noted that it has low power, sticky trigger, and makes an unusual noise. Evidence indicates this is due to immersion during cleaning. Placeholder.